Event description:
It was reported that the patient presented on (B)(6) 2019 with phase to phase short and pump stops over the previous weekend. This ultimately resulted in the system controller being removed to prevent the pump from turning back on after the pump was stopped for less than 8 hours. The driveline was not cut as previously discussed. The system controller was disconnected from the driveline and the driveline exit site was dressed per protocol. The patient expired on (B)(6) 2019 and the patient's family elected against autopsy.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed pump stop events and associated alarms. Although a specific cause for these events could not conclusively be determined, the patient has a known driveline fracture (refer to MFR #2916596-2018-03515). Additionally, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported patient outcome could not be conclusively determined. However, the account stated that pump support was withdrawn, and the patient was discharged home to comfort care. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The log file captured a pump stop events on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019 while the patient was supported by battery power. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. It was reported that the patient was presented to the emergency department with low flow alarms. Upon interrogation, it was noted that the patient experienced multiple pump stop events. It was noted that the patient has a known driveline fracture and was sent home with an ungrounded patient cable. The account stated that the patient has been using batteries exclusively over the last several months. Technical services arrived onsite for a driveline repair on 02feb2019 under work order 59954, but the patient declined to proceed with the repair after discussing with the attending physician that the pump may stop during the procedure and may not restart. The patient was also not a candidate for a pump exchange. The patient was discharged and was noted to have an ungrounded patient cable at home. The account communicated that the patient was actively under the influenced of drugs, so the patient¿s decision on wanting a driveline repair and then changing their decision may not have been thought out before a driveline repair was requested. The patient was presented back to the emergency department on 03feb2019 requesting a readmission for a driveline repair. The patient insisted on the repair even if there were consequences. The patient was admitted that night for a driveline repair the next morning. During the night, the pump stopped and restarted for only 1.5 minutes. They decided not to proceed with the repair. The account planned to remove power and the controller from the pump to prevent the pump from turning back on after the pump had stopped. They plan on cutting the driveline, leaving several inches beyond the skin border and sealing the end of the driveline. Comfort care would be initiated. The patient was discharged home from the hospital on dobutamine. The account communicated on (B)(6) 2019 stating that the patient ultimately expired on (B)(6) 2019. They decided not to cut the driveline as the patient¿s long-term prognosis was poor. The controller was disconnected. The driveline was left intact and coiled under the dressing on the abdomen. The patient¿s family elected against an autopsy. Heartmate ii lvas, serial number vad-61589, was not returned to abbott for evaluation. Both the IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump stoppage events and issue of two ungrounded patient cables was reported under medwatch MFR report# 2916596-2018-03515. Approximate age of device - 1 year, 10 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist (lvad) device on (B)(6) 2017. It was reported that on (B)(6) 2018, the lvad system previously produced pump stoppage events while tethered to the power module. At that time, the patient was issued two ungrounded patient cables. The patient has since been using battery power exclusively over the last several months. On (B)(6) 2019, the patient presented to the emergency department with low flow alarms and multiple pump stoppage events. A log file was reviewed by the technical service representative and pump stoppage events were confirmed beginning on (B)(6) 2019 through (B)(6) 2019, occurring when the lvad system was connected to battery power. The provided x-rays reviewed were unremarkable. On 02feb2019, the technical service team was on site to perform a percutaneous lead (driveline) replacement. However, after discussing with the attending physician that the pump may stop and no restart during the procedure, the patient declined. The patient is not a candidate for a pump exchange. The patient was discharged home with the ungrounded patient cable. Approximately 45 minutes later, the patient presented back to the emergency department, requesting readmission. While on the phone previously with the vad coordinator, the patient had decided to proceed with the driveline replacement and was aware of the risk of the procedure. The driveline replacement was again requested, but was cancelled. The vad coordinator noted that they were not able to get a clear decision from the patient. Due to the patient being under the influence of marijuana and meth, the patient¿s decision from the previous day to today may not have been thought out as the patient may not have had a clear picture of the risks. That evening, the pump stopped and only restarted for 1.5 minutes. The vad team discussed patient care and clinical situation and options for disabling the device with the manufacturer¿s clinical specialist. The decided plan was to remove power and the system controller and cut the driveline, leaving several inches beyond skin border, applying coseal to end of driveline and then applying a dressing. The pump remaining implanted but inactive. Comfort care will be initiated and option for patient to return home will be discussed among the team. No further information was provided.